Event description:
Venturi phaco pack cassette loaded into storz machine in usual manner. Vacuum & irrigation were inadequate & did not seem consistent with settings. Settings changed in attempt to improve machine performance. Posterior capsular tear occurred prior to noticing crack in the cassette. This tear then required an anterior vitrectomy to correct. The crack in the cassette is at the luer-lock site.